Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of conduction issues. Baseline was a normal sinus rhythm. Left ventricular outflow tract (lvot) calcium was extending to 11.1 mm. Pre-implant balloon aortic valvuloplasty (pre-bav) the patient was developed with an escape rhythm. Pre-bav was performed using a 24mm, non-abbott balloon. The patient was observed with a junctional escape rhythm. During the procedure, the valve was able to be deployed. At a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient's rhythm worsened into a complete heart block requiring temporary pacemaker support. A permanent pacemaker was implanted to resolve this event. The patient was in a stable condition and subsequently discharged.